Event description:
Description of event according to initial reporter: on (B)(6) 2014, the patient received a zenith ®tx2® low profile taa endovascular graft proximal component 44mm x 152mm component and a zenith ®tx2® low profile taa endovascular graft distal component 44mm x 157mm component. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, the site noted that the devices were patent with no kinks or endoleaks. The analysis concurred. The patient was discharged from the hospital on (B)(6) 2014 (two days post-procedure). Follow-up CT scans: on (B)(6) 2014 (1-month follow-up) (41 days post-procedure): analysis: aneurysm diameter 61 mm. Devices patent and intact with no kinks or endoleaks. On (B)(6) 2014 (6-month follow-up) (193 days post-procedure): analysis: aneurysm diameter 55 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2015 (12-month follow-up) (319 days post-procedure): analysis: aneurysm diameter 58 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2016 (2-year follow-up) (690 days post-procedure): analysis: aneurysm diameter 55 mm. Devices patent and intact with no migration, kinks, or endoleaks. Analysis noted: ¿there has been an increase in the amount of thrombus within the graft, but this is not threatening patency. Thrombus extends beyond the distal aspect of the device, with laminar thrombus also present in the native vessel to the level of the celiac origin.¿ on (B)(6) 2017 (3-yr follow-up)(1131 days post-procedure): analysis: aneurysm diameter 56 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2018 (4-yr follow-up)(1502 days post-procedure): analysis: aneurysm diameter 56 mm. Devices patent and intact with no migration, or kinks. A proximal type I endoleak was noted. Analysis noted: ¿the aorta continues to enlarge and lengthen. The proximal seal is now very tenuous, with endoleak seen outside the device proximally and no point of the device in complete contact with the aortic wall above the taa. The taa now extends above the device. There is still a short segment of complete device coaptation with the wall below the study device, but the taa below the study taa continues to grow, which may threaten the distal seal over time if growth continues. The study taa is not significantly changed in size compared to 36 months or 24 months. L6 and l7 have lengthened more than 10mm since implant, but it is not clear that there is migration. The aorta has lengthened overall, and no anatomic landmark to specifically determine migration is seen.¿ additional information received on 09jul2019: on (B)(6) 2019 (5-yr follow-up) (1873 days post-procedure) analysis: aneurysm diameter 55 mm. Devices patent and intact with no kinks. Both a proximal and a distal type I endoleak were noted along with migration. A proximal type I endoleak had been noted on the 4 yr CT, but the distal type I endoleak and migration were noted for the first time. Analysis noted: ¿the study taa is stable in diameter, despite a proximal type I endoleak with no area of proximal seal protecting the study taa. There is also now a distal type I endoleak, with continued growth of the thoracic aorta above and below the study taa segment. There is a segment of seal between the endograft and aorta below the study taa which appears to be securing distal protection of the study taa. However, the distal aspect of the device lies in an area of expanding aneurysm, with the maximum taa diameter now 57.4mm, just below the device. L6 and l7 have significantly increased, in part due to aortic lengthening, but there is now >10mm difference in the relationship of the distal aspect of the device to distinctive aortic calcifications, suggesting there is also craniad migration of the distal aspect of the device. Continued active growth of the thoracic aorta, both in diameter and length. L6 is now 29mm greater than at 1 month, and l7 is 18mm greater than at 1 month. These increases appear in part to be due to aortic lengthening but there is also a change in relationship of the device to distinctive aortic calcifications, representing movement of the device >10mm, meeting the definition of device migration. L3 is now >10mm longer than at 1 month, but this appears to be due to aortic lengthening rather than device migration, with constant relationship of the device to distinctive aortic calcifications. There is a persistent proximal type I endoleak, and now a distal type I endoleak is also present. The study taa appears to be protected distally, with a seal zone below the study taa, but no proximal seal zone is identified. The diameter of the taa remains stable despite the type I proximal endoleak which threatens the study taa. However, the aorta above and below the study taa is continuing to enlarge. The maximum aortic diameter is now 57.4mm, which is below the study taa and just below the device. The distal aspect of the device is in an area of aortic growth, with no seal at the distal aspect, allowing the distal type I endoleak (but a seal zone is present between the distal aspect of the device and the study taa). Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.